Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and the top case, bottom case and right plunger case cracked. A review of the event history log found evidence of motor not running in the history. Functional testing using the run motor drive and occlusion test was performed and during testing, the reported problem was duplicated. The root cause of the problem was that the main printed circuit board was misaligned due to user impact to resolve the problem, the main printed circuit board was realigned.

Event description:
It was reported that the pump had motor failure. No additional information available. No patient injury was reported.